Event description:
It was reported, the electrosurgical generator esg-400 had an e400 (internal software or hardware error) error code. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's alleged "e400 error" was not confirmed. However, it was constated that there is an error code e175 repeated in the log file. Error e175 is triggered by the safety system of the esg-400 if the 5v operating voltage exceeds the maximum permissible limit. If the cause of the error remains the same, this can result in unlimited periodic restarts. The only possible trigger for error message e175 is a defective dc-to-dc converter on the motherboard. Defects on the motherboard usually manifest themselves as a static error. Additionally, the olympus repair center was able to observe error causing defective footswitch socket and damaged connectors on the device. And the replacement of the power supply board (101-143-a) and the interface board (150-305-a) were required to return the instrument to the OEM specifications. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The customer is basically required to check the function of all devices used prior to a procedure. In addition, according to IFU, a suitable replacement device must be provided during an application. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.